Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_unknown_lead, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient had a suspected short circuit. The implantable neurostimulator (ins) was checked and impedances were measured to be low on the right lead. Impedances of 162 ohms was measured on electrodes 9 and 10. The patient mentioned they had been needing to charge the ins more often. No further patient complications were reported. The patient's indication for use is essential tremor.

Manufacturer narrative:
Other applicable components are: product ID neu_unknown_ext, serial# unknown , product type: extension. Product ID: 3387, lot# unknown, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported the patient did not experience any symptoms, but the implantable neurostimulator (ins) battery was draining very fast. The cause of the low impedances was a fractured lead. The patient did not experience any falls or trauma. Reprogramming around the low impedances did not resolve the issue. A revision was done and the lead was explanted and replaced. Following the revision, the issue was resolved and the patient was receiving effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.